Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the rear response button was non-functional. The cause for the failure was damaged internal components due to missing cover. The root cause for the damaged response button was excessive force. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient's monitor response buttons were not functional.